Event description:
The customer reported smoke in the scan room when the system was not in clinical use. The field service engineer (fse) confirmed that there was no fire and the fire alarm was not activated. The fse confirmed that the fire department was not alerted and that there were no injuries associated with the event. The fse evaluated the system and determined the anode power module (apm) had failed.

Manufacturer narrative:
Note: we have not completed our investigation of this event. At this time. We will file a follow-up MDR at the completion of the investigation. (B)(4).